Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient was diagnosed with endometrial hyperplasia and due to her medical history, the surgeon decided to convert the procedure to open surgery. On 30-aug-2022, intuitive surgical, inc (isi) followed up with the isi clinical territory associate (cta) and obtained the following additional information: the cta stated he was present during the procedure. The surgeon mentioned the procedure was converted due to patient medical history. During the procedure, the surgeon decided to convert the procedure to open surgery after viewing the surgical field through the endoscope. The cta stated the da vinci system had no issues at the time and worked well. The patient had endometrial hyperplasia, which led to the surgeon to convert to open surgery. The procedure was completed with no reported patient injury. On 30-aug-2022, isi obtained the following information from the surgeon: the surgeon informed intuitive that there were no issues with the da vinci system and the procedure was converted entirely due to patient anatomy. The patient had a big wide uterus and had a bunch of issues with their medical history of endometrial hyperplasia. The surgeon was not sure if the procedure could be completed robotically and opted to convert to open surgery. On 12-sept-2022, isi obtained the following information from the surgeon: the surgeon responded that he did not anticipate or plan to convert to the procedure to open surgery.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure due to open due to the patient¿s anatomy. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted. No image or video clips for the reported event were submitted by the customer for review. Verification via logs confirms the occurrence of three benign hysterectomy procedure on 17-aug-2022 that occurred via system sk2325. This event is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, it was noted that the patient had endometrial hyperplasia and the surgeon did not realize the extent of the issue until after viewing the surgical field through the endoscope. The surgeon elected to convert the procedure to open surgery.